Manufacturer narrative:
Additional: it has since been reported that the patient was administered oran and topical antibiotics (date not reported). This report is submitted on may 16, 2019.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2019. This report is submitted august 21, 2019.

Manufacturer narrative:
Device details were not made available as of the date of this report. This report is submitted on april 22, 2019.

Event description:
Per the clinic, the patient experienced a wound infection. Additional information has been requested, however, this has not been made available as of the date of this report.